Manufacturer narrative:
This is one event (cerebrovascular) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a cerebrovascular event on an unk date in 2012 after the use of the product.